Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a crack in a bd interlink¿ blunt plastic cannula before use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: one sample was returned for evaluation by one of our quality engineers. There is a crack in the body of the hub therefore failure mode is verified. Qn review: no notifications were written for this batch, nor for the associated assembly and molding batches. DHR review: assembly batch 7178633 had 106 visual inspections performed on 5,300 parts with zero defects noted. Two batches of molded material from mold x39 were used in the production of this batch. Molded batch 7215860 had 138 visual inspections performed on 8,832 parts with zero defects noted for cracked parts, or any issues with cavity 9. Molded batch 7236654 had 67 visual inspections performed on 4,288 parts with zero defects noted for cracked parts, or any issues with cavity 9. The part may have been cracked during the air-vey moving of the part. No other defects of this type have been reported, or observed during production. Since this appears to an isolated incident due without a definitive cause, no CAPA will be initiated at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.